Event description:
Edwards received notification through the implant patient registry that a patient with a 9750tfx 26mm sapien 3 ultra transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 2 years, 2 months, 7 days due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Investigation is ongoing. Device not returned to manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the initial report, approximately 2 years, 2 months, and 7 days post-implantation of a 26mm sapien 3 ultra valve in the aortic position, the patient's valve was explanted and replaced with a surgical valve. Additional information received via medical records indicates the explant was related to endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest endocarditis caused or contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.